Event description:
It was reported that a device had a no audio function. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the reported symptom of no audio function caused by a failed speaker. The failed speaker was replaced.